Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "instrument pieces broke off during a case". No harm to patient, user or third parties reported. However, the following information was provided: "surgeon was able to complete the procedure however they had to convert to open to retrieve the broken pieces; there was no injury to patient or clinician."